Manufacturer narrative:
H.6. Investigation: a device history review was conducted for lot number 8353769. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Unfortunately a sample could not be obtained for evaluation and testing. Without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Event description:
It was reported that the bd saf-t-intima IV catheter safety system 22 g x 0.75 in. Experienced a damaged/deformed/defective catheter tip noted prior to use. The following information was provided by the initial reporter: material no.: 383323. Batch no.: 8353769. Per complaint form: device was about to be inserted in a patient and the needle was below the actual catheter.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd saf-t-intima IV catheter safety system 22 g x 0.75 in. Experienced a damaged/deformed/defective catheter tip noted prior to use. The following information was provided by the initial reporter: material no: 383323 , batch no: 8353769. Per complaint form: device was about to be inserted in a patient and the needle was below the actual catheter.